Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. Associated MDR #3003898360-2023-01406, 3003898360-2023-01400, 3003898360-2023-01405.

Manufacturer narrative:
(B)(4). The reported complaint of "deflates slowly - pilot balloon" could not be confirmed based upon the sample received. The customer returned one-unit v5-10115 et tube, cf,7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed, and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate the balloon cuff was made in order to detect any leaks. Upon injection of air, no leaks were detected. No functional issues were found with the returned sample. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." A device history record review was performed, and no relevant findings were identified. The returned et tube was able to inflate and deflate with no difficulty. All et tubes were 100% inspected for both inflation and deflation at the time of manufacturing. No functional issues were found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4) n/a other remarks: n/a corrected data: n/a

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. See associated MDR #3003898360-2023-01406, 3003898360-2023-01400, 3003898360-2023-01405

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. See associated MDR #3003898360-2023-01406, 3003898360-2023-01400, 3003898360-2023-01405.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally added the brand name of the device. UDI related data quality updates only.